Event description:
It was reported that during the attempted implant of this lead, high pacing impedances measurements and poor thresholds were exhibited. The physician reported several location implant locations however the issues were unresolved and the lead removed and replaced in absence of any adverse patient effects. The lead was returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated. Patient code (B)(4) is being used to capture the additional intervention performed.

Event description:
It was reported that during the attempted implant of this lead, high pacing impedances measurements and poor thresholds were exhibited. The physician reported several location implant locations however the issues were unresolved and the lead removed and replaced in absence of any adverse patient effects. The lead was returned for laboratory analysis.